Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring. No crack found at battery compartment.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the pump broke at the rim of the battery or reservoir and the sensor fell and did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.